Event description:
Customer tested 237mg/dl on the device and 98mg/dl on the doctor's device. The timeframe between tests is reported as more than 5 minutes. Quality controls were used and reportedly out of acceptable limits. Requested return of suspect device and replacement was sent.